Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional rota procedure with a small-bore sheath. Reportedly, when raising the foot lever, there was significant resistance. The device was removed and a new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely the foot was in the access site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.